Manufacturer narrative:
The technician isolated the issue to the emergency trend valve which was non-operational when engaged. He replaced and emergency trend valve to repair the bed.

Event description:
Info received indicates the head hi/low section of bed frame would not lower when command was engaged. Loss of trend.